Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace insert instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house generator and passed energy recognition test. There was no physical damage observed on the blade during testing that would have caused energy recognition failure. The instrument was fully functional. Additional findings that not reported by site: the instrument was found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. A piece measuring approximately 0.09" x 0.06" was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic insert with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be used during the operation. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument showed ¿reduce the pressure of the blade of the instrument¿ error. It was changed another instrument.